Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the pump was not delivering insulin accurately. The reporter alleged that the patient experienced a hyperglycemic event while on pump therapy. Reportedly, the patient¿s blood glucose (bg) was over 500 mg/dl. No symptoms were reported and no treatment was described. The call was disconnected and no further information was able to be obtained by customer technical support. Due diligence attempts were made to contact the reporter with no further successful contacts. The complaint is being reported because the pump could not be ruled out as a contributor to the patient¿s alleged hyperglycemia.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-jan-2019 with the following findings: a review of the black box showed five boluses were programmed and delivered on the date of the alleged issue. The pump total daily dose indicated the pump was delivering the programmed basal rate. The pump passed all required delivery accuracy testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.